Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. A definitive cause of the incident is unknown.

Event description:
The customer reported erratic troponin I (access accutni) results, within the risk stratification, for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and the access accutni calibrator. Sample reanalysis, on an alternate access 2 system, recovered results within the risk stratification range for all replicates. The original result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc) indicates all three levels of qc were within the laboratory¿s ranges for 30 days prior to the event. System check, performed on (B)(4) 2013, was within specifications. Three calibrations were provided and all passed with acceptable relative light units (rlu) and percent coefficient of variation (%cv). The instrument was in operation.